Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#: 1627487-2014-05200. It was reported the pt has fallen on a couple of occasions. In turn, the pt has been unable to achieve effective stimulation due to both leads migrating. Reprogramming to provide effective stimulation was unsuccessful. As a result, the pt will undergo surgical intervention to address the issue(s).